Manufacturer narrative:
H10: the actual device was not available; however, a video of the sample was provided for evaluation. During visual inspection of the provided video, an external fluid leak was observed from the return male luer lock (mll). The probable cause of the leak is a broken mll cone. These components are preassembled and provided by an external supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the broken mll cone was determined to be related to manufacturing design. A CAPA (corrective action/preventative action) and change control were opened to investigate the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external leak was observed originating from the blue return pressure port of a prismaflex m150 set during continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.